Event description:
It was reported that this right atrial (ra) lead had exhibited high out-of-range pace impedance measurements greater than 3,000 ohms due to a known lead fracture. In addition, there was noise with oversensing. It was noted that the patient was not pacer dependent. Technical services (ts) discussed turning off atrial sensing due to the known atrial lead fracture. This ra lead remains in service at this time. No adverse patient effects were reported.